Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx fully covered rmv stent was implanted to treat a suspected malignancy in the common bile duct during a stent placement procedure performed on (B)(6) 2022. On (B)(6) 2022, post stent placement, the patient had a computerized tomography (CT) scan for chemotherapy and the wallflex biliary stent was noted to be in place. On (B)(6) 2022, patient had another CT scan for chemotherapy and it was noted that the wallflex biliary stent had partially migrated out of the common bile duct. The stent remained implanted and an endoscopic retrograde cholangiopancreatography (ercp) procedure will be performed once the patient is medically stable in order to assess stent positioning and for possible stent removal. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Initial reporter's address 1: (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that a wallflex biliary rx fully covered rmv stent was implanted to treat a suspected malignancy in the common bile duct during a stent placement procedure performed on (B)(6), 2022. On (B)(6), 2022, post stent placement, the patient had a computerized tomography (CT) scan for chemotherapy and the wallflex biliary stent was noted to be in place. On (B)(6), 2022, patient had another CT scan for chemotherapy and it was noted that the wallflex biliary stent had partially migrated out of the common bile duct. The stent remained implanted and an endoscopic retrograde cholangiopancreatography (ercp) procedure will be performed once the patient is medically stable in order to assess stent positioning and for possible stent removal. There were no patient complications reported as a result of this event. Additional information received on july 12, 2022: the wallflex biliary stent was implanted to treat a 1-2cm stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient's anatomy was not tortuous and was not dilated prior to stent placement.

Manufacturer narrative:
Block b5 has been updated with additional information received on july 12, 2022. Block e1: initial reporter's address 1: (B)(6). Block h6: medical device problem code a010402 captures the reportable event of stent migration. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.